Event description:
Respiratory therapist [rt] was prepping for intubation of a baby. Took 3.0 shiley oral/nasal/ tracheal tube cuffless. Removed hub to trim off length. Replaced tube on hub. When ensuring it was secure, the hard plastic piece broke off the hub. Had this been in a baby, rt would've had to extubate and then reintubate with a new et [endotracheal tube] tube.